Event description:
It was reported that during a laparoscopic prostatectomy, the electrode peeled away and the ceramic was damaged. Fault error lamp was illuminated. Some pieces of ceramic fell into the patient. Some pieces were retrieved with a forceps via a trocer from the patient without converting and then suction was performed. The doctors could not search for the fragment in the suction content because it was coagulated soon. Although the doctors searched for the fragment in gauze, inside the patient and by x-ray, it was not found inside the patient. The device was activated properly with the single tap mode before the event. The doctor commented that the fragments were unlikely to be left inside the patient since the fragment was not found on x-ray and some pieces might be retrieved from the patient with suction. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode separated but is still attached to the active rod and the cable cut off. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Functional testing cannot be performed due to an instrument with cable cut off was received.